Event description:
The event involved a 11" (28 cm) smallbore quadfuse ext set w/4 microclave® clear, check valve, 2-0.2 micron filters, 4 clamps, luer lock where the customer reported that the total parenteral nutrition (tpn) fluid leaking through the filter. Frequency of problem was recurring. There was patient involvement but no report of serious harm or delay in therapy.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
One photograph was provided by the customer, unable to determine cause of failure from the photograph provided. Received one used list# mc330530, 11" (28 cm) smallbore quadfuse ext set w/4 microclave® clear, 0.2 micron filter, 4 clamps, luer lock for inspection. As received, each of the 0.2 micron filters on the returned device were wetted out. The set was leak tested per product specifications. There was leakage from the filter vents on both filters. The reported complaint of the 0.2-micron filter on trifuse line leaking from filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.